Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Photograph image and video were submitted and reviewed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure. No issues reported advancing or withdrawing the procedural sheaths. The arteriotomy was 7.3mm with posterior wall calcification. Deployment depth measured at 4.5 + 1. Hemostasis was achieved within 30 seconds. Post-angiogram revealed a blocked flow at the access site. A balloon inflation was unsuccessful; and the vascular surgeon was called in for a cut down. During the cut down the surgeon noted the manta did achieve hemostasis, the collagen and toggle were in correct position, and a large piece of plaque was blocking the artery. The plaque was not visible during the initial CT review prior to the patient's pre-surgical evaluation. Based on the surgeon's statement and assessment, the plaque is suspected to have been loosened and pushed during the initial sheath placement prior to the manta deployment procedure. Therefore, the root cause of the occluded artery is due to calcification that was dislodged during the initial sheath insertion and is not manta related.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the case and closure went smoothly. The post deployment angiogram revealed blocked femoral artery flow at the manta radiopaque marker location. An attempt to wire the artery to pass a balloon for inflation was made but unsuccessful. Vascular surgeon was called in to do a cut down to address the issue. He noticed the manta had achieved hemostasis, and the collagen and anchor had correct apposition. He found a large chunk or calcium blocking the artery. It was agreed that this calcium was not present on the CT used to evaluate the patient prior to surgery. Physician suspects the 16f sheath loosened and pushed this calcium into the artery when it was introduced. The artery was repaired by physician without issue.